Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as ¿the switch was closed but the peritoneal fluid was still flowing out¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for twenty six days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. Visual inspection of the photograph observed that there was fluid coming out of the female connector. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.